Event description:
The customer reported that 12-lead ECG was not functional. The customer also reported there had been an ECG inop displayed but did not know the exact ECG inop. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that 12-lead ECG was not functional. The customer also reported there had been an ECG inop displayed but did not know the exact ECG inop. There was no report of pt involvement. The philips field service engineer evaluated the device and found no trouble with the device. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.